Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Lens not returned. (B)(4).

Event description:
Additional information received - the back haptic sheared off during insertion. The iol was removed from eye with no injury noted.

Event description:
The reporter stated the haptic of an (B)(4) silicone three piece lens was bent and there was no injury to the patient. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4) - lens (iol), torn, split, cracked. Results - visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).